Event description:
The facility returned the device with a report of a depleted battery alarm. Information was not provided regarding whether or not the device was in patient use when the event occurred. No patient injury or medical intervention.